Event description:
It was reported that patient came to the clinic with the healing abutment screw fractured. The fractured screw remains in the implant. The patient was reschedule to get the fractured portion removed from the implant.

Manufacturer narrative:
(B)(4). One ep® healing abutment was returned for inspection. Visual inspection revealed moderate wear about the body and drive feature of the abutment. The threaded region is confirmed to be fractured. A device history review was performed and no related nonconformances were noted. Complaint history search using etq revealed no additional complaints of this product¿s lot. Appropriate documentation was reviewed and the following information was identified: ¿product catalog for restorative technologies¿ instres rev 04/16. Information identified: warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Complaint indicates the healing abutment fractured. The alleged event was confirmed during inspection. The root cause for the reported event could not be determined. UDI:(B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.